Event description:
It was reported that the bd pegasus prn-cap y non-pvc experienced adverse event without identified device issue. The following information was provided by the initial reporter: at 14:09 on (B)(6) 2023, the patient was admitted to the hospital due to "vomiting blood with melena for 2 days". After admission, an indwelling needle was given to start infusion therapy at 14:36 on (B)(6) 2023 and the operation was normal. At 14:54 on (B)(6) 2023, the skin at the infusion site was found to be red and swollen, the indwelling needle was pulled out immediately, and silicon boron foam was applied externally. The patient was checked again at 16:00 on (B)(6) 2023, and the skin redness and swelling gradually improved, and this situation did not cause adverse effects on the patient. Received an update from the sales representative and the description of the incident was updated as follows: the patients discomfort was not directly related to drug-induced phlebitis and the use of indwelling needles.

Manufacturer narrative:
In response to the event reported by the facility a device history review was conducted for lot number: 2259661. Our records show that this is the only instance of this issue occurring in this production batch. According to the sampling plan applied for product performance, this lot was accepted and released without defects being noted during the final assembly or visual inspections. Additionally, a sample could not be obtained for evaluation and testing, but this lot was treated and received a certificate of conformance for sterility. Unfortunately, without the ability to investigate the affected unit our quality engineers were unable to determine the root cause for this complaint. Bd will continue to monitor this issue and encourages you to submit your sample for review.